Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device was explanted and discarded. Additional suspect devices involved in the complaint: model: sc-2108-50m description: linear lead, 50 cm (phase ii) a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potientially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a patient was explanted. The implant stopped working after the patient was involved in a car accident.